Event description:
According to the reporter: after firing the device, the surgeon had to manually suture the colon. The device did not staple so bleeding occurred. The patient is ok. The procedure was lower anterior resection.